Event description:
Pt called because one of her pumps is asking for code. Asked pt if she replaces the battery every cartridge change and she said yes. Explained to her that the internal battery must have run out that's why the program was wiped out and asking for a code. Pt not at home, can't provide serial number of pump. She will call back. Pt reported that she has been out of letairis for 4 days now and is experiencing severe headache especially at night and early morning. Yes, the device error occurred while in use. It did not cause any harm to the pt. It is available to return. Reported to (B)(6) by pt/caregiver.